Event description:
Discordant troponin (rti) and ck-mb (rck) results were obtained on a pt sample. The sample was repeated in triplicate and three positive troponin (rti) and ck-mb (rck) results were obtained. The positive troponin (rti) and ck-mb (rck) result were reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant troponin (rti) result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin (rti) and ck-mb (rck) results were due to the bubbles in the sample tube. The instrument is performing within specs. No further eval of the device is required.